Event description:
Boston scientific received information that this right atrial lead displayed loss of capture due to high thresholds along with noise which resulted in oversensing. During device reprogramming to remedy the issue, atrial undersensing was noted as well. The patient reported to have experienced shortness of breath due to these issues. During troubleshooting, it was alleged that there may be a connection issue between the device and lead. No further intervention or investigation has been planned or taken at this time. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow up check after the initial right atrial lead revision, lead noise was once again present, however it was noted that the noise had improved much since the procedure. The noise was oversensed by the device, however all other lead measurements were noted to be stable and adequate. The lead was reprogrammed to remedy the issue. No adverse patient effects were reported.

Event description:
Boston scientific received information that recent evaluation of this patient ruled out a device to lead connection issue, as it was confirmed the right atrial lead had dislodged, resulting in the clinical findings. A repositioning of the lead resolved the issue. During the lead revision, the device was electively re-implanted sub-pectorally. No adverse patient effects were reported.